Manufacturer narrative:
The customer received a replacement lid. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's lid is missing. The device is designed to power on when the lid is opened, so the absence of the lid may result in defibrillation therapy being delayed or unavailable, needed. There was no report of patient use associated with the reported event.